Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that out of range high voltage impedance was observed. X-ray revealed externalized conductors. The lead was explanted and replaced. The patient condition is okay.

Manufacturer narrative:
External insulation abrasion was noted at 20.8-21.2cm and 25.0-26.0cm from the end of the connector pin. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.5-9.5cm from the distal end. The etfe coating was abraded at this location. This is consistent with the observation from the field of high hv lead impedance.